Manufacturer narrative:
One 8f swartz introducer and one 8f transseptal dilator were received for eval. No visible anomalies were observed with either of the returned items. The dilator was successfully inserted and advanced through the entire length of the introducer; no anomalies were noted. A similar guidewire was obtained from current inventory and inserted through the assembled introducer system; slight resistance was encountered. The distal 2.0 inches of the dilator were removed and the end was cross-sectioned open, which revealed the inner wall of the dilator had been skived creating a tube like shape. The circular shape of the skived material was consistent with a needle being used without a stylet. If a stylet had been used the skived material would be a fine shaving and not a tube shape. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with use/user error. The IFU states remove the stylet from the brk transseptal needle and flush than re-insert the stylet and lock it onto the hub.

Event description:
This complaint is reportable based on device analysis completed on (B)(4) 2012 that revealed skiving on the inner wall of the dilator. It was reported that the user was not able to insert a transseptal needle through the sheath / dilator; it appeared that the lumen was blocked. Another sheath was used to perform the transseptal procedure with no consequences to the pt. Additional info was requested and is not available. Device analysis revealed skiving.